Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report the death of husband. Caller stated that customer was hospitalized from january to may. Customer was in a rehabilitation facility for a month. Customer had a triple bypass and there were problems regulating his diabetes. Customer was not on the insulin pump during the regulation of his blood glucose. Nothing further reported.